Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. The machine alarmed. Estimated blood loss was 109ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been discarded by the facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There was no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.